Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received vibratory patient notification alert. Device could not be interrogated. Device was explanted and replaced. Patient was fine.